Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the mega needle driver had a broken wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the failure is not related to the motion of the instrument. There was 1 cable protruding at the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed. By the picture provided, the broken cable is a grip cable.